Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine 50 mg/ml at 11.84 mg/day. It was reported that the patient wanted to have an open MRI and could not do a closed bore scanner. The MRI would be due to a problem with the medtronic device or therapy. ¿maybe four months ago¿ (from (B)(6) 2017), the patient had increased back pain. The healthcare provider (hcp) wanted to look for an inflammatory mass at the end of the catheter and ¿see if something had changed". It was also noted that ¿about four months ago¿ (from (B)(6) 2017) a chiropractor ¿manhandled¿ the patient. The patient¿s symptoms were related to the device or therapy. It was also noted that the patient was fused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine with an unknown concentration at a dose of 11.84 mg/day. It was reported the patient stated the pump was critically alarming. The sound was consistent with pump alarms. The patient stated he was scheduled for an MRI today ((B)(6) 2017), but didn't have it done. The patient stated he was very claustrophobic and went into the MRI room, but did not have the MRI done. The patient stated he had not missed a fill and stated the last fill was a couple of weeks ago to maybe a month ago. The patient stated the next fill was scheduled (B)(6) 2017. The patient stated he had no falls or trauma. The patient stated 4-5 days ago he had noticed a bruise around the pump. The patient stated about two and a half months ago he had a return of pain in the lower to mid-back. The patient stated it was a sharp stabbing pain. The change in therapy/symptoms was considered sudden. The patient stated the MRI was not related to the device therapy. Then, the patient stated the doctor wanted to look at the catheter to verify there was no mass at the tip. The patient stated the doctor did not think there was, but was wanting to be thorough. The patient stated the doctor said since he had never had it checked, the doctor thought it would be a good idea. No further patient complications were reported. Additional information received on (B)(6) 2017 from the consumer reported they had been trying to do an MRI, but no one wanted to do it even though he had several since implant. The patient stated there was a place that had a sit-down MRI. The patient stated he tried to do one under max sedation, but they decided not to do it after reading about it. The patient stated he was just trying to get an MRI because he had increased pain starting ¿about 3 months ago when the chiropractor tried to man handle my lower back.¿ the concentration of morphine was either 40 or 50 mg/ml per the patient.